Event description:
Coolsculpting done in 2018. Had traditional lipo to fix pah. Still had it so in "11/21" had a tt. I still have pah from coolsculpting and have to have another surgery to try and get rid of it. This treatment should be taken off the market. FDA safety report ID# (B)(4).